Event description:
The customer indicated that the generator's lcds went to all fours and the output power got so high that the pt was burned at the incision site. The burn was excised before closing.